Event description:
It was reported that the ventricular sensing test would not complete due to noise reversion. Several episodes had collected throughout the device interrogation. The patient would be monitored.